Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Receiver functional test was performed and passed. Receiver "sound" manual test was performed and failed due to low audio. Sound test using sound meter was performed and failed. Speaker resistance was measured and passed. Interior inspection was performed and failed due to contaminated speaker. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was confirmed. The probable cause was determined to be a defective speaker.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that low audio output occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.